Manufacturer narrative:
A ge representative did not evaluate the system. No ge service performed. Customer cleared the fault.

Event description:
The customer reported the system displayed artifacts in the image, metallic noises came from the x-ray tube, and the image disappeared. No pt injury was reported.